Manufacturer narrative:
Investigation of the reported event has been completed and confirmed that there was a communication issue with the staubli robot. However, the log file is incomplete and the controller did not record actions for a period of time. It is not possible to determine the cause for the issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that an unrecoverable error occured after the placement of a k-wire. Three reboots were necessary to restore the connection. Then the surgeon proceeded with the case and adjusted the orientation of the robot arm in the software.